Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. The customer was informed to replace the pump and use multiple daily injections as a backup therapy to maintain insulin delivery.